Event description:
On july 20, 2022, genmark was advised of an unexpected positive result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. Furthermore, the sample was tested using a comparator method, an unspecified sars-cov-2 assay, which generated positive results for sars-cov-2. Genmark was not advised if the eplex rp2 results were communicated to the patient.

Manufacturer narrative:
Internal review of qc release data for affected rp2 lot 91276231 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #: (B)(4) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua(B)(4) documented in the record (B)(4).